Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the rca. Approximately 11 weeks post the index procedure the patient suffered a gi bleed. The patient was sent for egd/ colonoscopy and recovered without treatment.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (haemorrhage). Evaluation conclusions: inherent risk of procedure - (haemorrhage). (B)(4).